Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked case and cracked case-corner of belt clip rails. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated they received the open book image on the insulin pump screen. Customer stated that there was a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.